Event description:
It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned at the laa. A 27mm watchman flx closure device and delivery system (wds) was advanced. During deployment of the wds, the laa was perforated, causing a small pe posterior to the left atrium. Echocardiogram was performed, confirming the pe was not growing. The patient remained stable, and no intervention was required, however the physician decided to abort the procedure.